Event description:
Customer reports to have received a failed battery test even after receiving a new battery cap. Customer's blood glucose was unknown. After troubleshooting, failed battery was resolved with new battery change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.